Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the system pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not complete the boot-up process in order to power on. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device would not complete the boot-up process in order to power on. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported issue was the single board computer (sbc) located on the assembly. The sbc was inoperative which prevented the device from completing the boot-up process in order to power on.